Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A head nurse reported that during the testing of a system the light would not turn on. A system message was displayed. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed and replicated. The system message(sm) had indicated the ¿lamp required replacement.¿ the lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lamp. However, how or when the component became nonconforming could not be determined. (B)(4).